Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: we have checked the main power supply and power supply cable then we checked the power supply board of the ventilator and found that the output voltage of the power supply board is 0. Then we replaced the power supply board and done all the test and callibrations successfully. Now the ventilator is working satisfactorily. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: we have checked the main power supply and power supply cable then we checked the power supply board of the ventilator and found that the output voltage of the power supply board is 0. Then we replaced the power supply board and done all the test and callibrations successfully. Now the ventilator is working satisfactorily. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.